Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas that had been fully charged became difficult to wake and then would not power on despite multiple attempts, while the app continued to show the device in range, connected, and at full charge; the issue was characterized as a screen or button unresponsive condition involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem affecting the touchscreen that resulted in unresponsive keys or buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.